Event description:
Customer reportedly obtained results of 257 mg/dl and 123 mg/dl on the advantage system within 10 minutes. Customer received 6 units of unspecified insulin based on 123 mg/dl result. Requested return of suspect device, and replacement sent.